Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a cre rx biliary dilatation balloon was used in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) with cholangioscopy procedure performed on (B)(6) 2021. It was reported that the balloon catheter was difficult to remove from the working channel by the physician and the tech. After pulling the device from the scope, it was found that the black rx tunnel and the distal part of the balloon detached and were stuck in the scope. The balloon was accidentally pushed into the cbd of the patient and was retrieved with an extractor balloon and rat tooth forceps. The procedure was completed at this time. There were no patient complications reported as a result of this event.